Event description:
Device issue: detached sheath. Time of device issue: during vessel closure. Adverse event: retrieval of detached component, failure to achieve hemostasis. It was reported that a physician unspecified if trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during use the distal sheath detached. The method used to remove the detached portion of the sheath was not reported. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.